Manufacturer narrative:
Philips received a complaint on the patient information center indicating that it malfunctioned. There is no report of harm or injury during the event. Visual inspection found possible remote audio transmitter or patch cable to be the cause. The customer was taking full responsibility for the repairs needed. Based on the information available and the testing conducted, the cause of the reported problem was the remote transmitter or the patch cable. The reported problem was not confirmed as the customer has been unreachable for clarification. The customer is taking responsibility to correct/ repair the connection to the devices. The customer was instructed to contact philips if the issue is not resolved.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that two overview stations from the nero critical unit for the patient information center ix had no sound coming from their speakers, resulting in the clinical staff not being able to hear alarms or monitoring sounds. The central station was in use at the time of the reported issue. No death or patient / user injury or harm was reported.